Event description:
On (B)(6) 2014, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.27 on a cancer patient. There was no patient information available at the time of this report. The customer states that the patient had very low hemoglobin and hematocrit values but the results were not provided. Result: 0.04, date: 2/12, method: I-stat, sample type: wb, sample time: 12:58, test time: 13:19, sample: a; 0.71, 2/12, I-stat, wb, -, 14:41, 14:46, b; 0.15, 2/12, I-stat, wb, -, 15:15, 15:23, c; 0.06, 2/12, dimension, plasma, unk, 15:15, b; 0.05, 2/12, dimension, plasma, unk, unk, b; 0.04, 2/12, dimension, plasma, unk, 16:25, c; 0.00, 2/13, I-stat, plasma, unk, 09:53, b; 0.00, 2/13, I-stat, plasma, unk, 09:51, c; 0.00, 2/13, I-stat, plasma , unk, 12:48, unk. There were no injuries reported with this event. The customer believes the issue is sample related, however, this was not confirmed. Apoc has reviewed the data and determined that although the results of 0.71 and 0.15 (positive) results are suspect, there is no confirmation that a malfunction exits. The customer did not return product for investigation. The investigation is complete and retains testing did not confirm the customers complaint. At this time there is not enough information available to support that product was not performing to specification at the customer site.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 02/25/2014. The customer did not return product for investigation. Retain cartridges were tested and are functioning according to specification.